Event description:
Olympus (osh) was informed that the customer resection sheath has a broken component defect, ¿ceramic tip damaged¿. The customer reported problem was found after use of an electrourotomy procedure. It was confirmed no fragment fell into the patient and no death injury or infection and no person or other was impacted has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was confirmed as parts of the ceramic tip had flaked off. The inspection also noted the device failed leakage test due to a damaged sealant (o-ring). The device has not been repaired in the last year. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.